Manufacturer narrative:
H.6. Investigation: lot#0072852 DHR and related manufacturing records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. H3 other text : see h.10.

Event description:
It was reported that the pen needle 31gx5mm 14 pack was unable to deliver insulin/medication. The following information was provided by the initial reporter on (B)(6) 2020, when the patient was injected with insulin, the exhaust failed. The needle was replaced and the exhaust was successful.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 31gx5mm 14 pack was unable to deliver insulin/medication. The following information was provided by the initial reporter on october 14, 2020, when the patient was injected with insulin, the exhaust failed. The needle was replaced, and the exhaust was successful.